Event description:
It was reported that, after a thr performed on (B)(6) 2008, patient suffered a fall that caused pain, a bone fracture around the stem and a dislocation. This was addressed via revision surgery on (B)(6) 2022 where the reflection xlpe 28mm inner diameter 20 degree 54-56mm outer diameter size f was explanted. Current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, although supporting clinical medical documentation was not provided the pain, bone fracture, dislocation and subsequent revision were related to the patient fall. It cannot be concluded the reported event were associated with a mal performance of the implant or implant failure. The patient impact beyond the reported events cannot be determined with the limited information provided. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. Dislocation was also identified in warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to patient bone quality, traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.